Event description:
Rapid response called for rapid atrial fibrillation rhythm. Unable to override IV metoprolol from 4s pyxis, so nursing supervisor had to run to pharmacy to get medication so that ICU rn could give medication to the patient. (B)(6). (B)(4).